Event description:
It was reported that they initiated hypothermia about an hour ago using arctic sun device. They got alarm 3 (water reservoir empty). Therapy was running again now, but wanted to make sure they do not need to change devices. Asked nurse if the device lost power, or if they needed to turn it off to move the patient. They denied losing power. Directed nurse to the event log. They stated that they received alarm 14 (patient temperature probe out of range) at initiation when they were setting everything up. Therapy ran for about an hour then they got alarm 3 (water reservoir low), and about 10 minutes later they got alarm 80 (non-recoverable system error, control processor unable to detect a simulated water temperature fault). Water reservoir level 2. Therapy running. Suggested continuing to monitor the device if alarm 80 continues to sound, send device to biomed. Otherwise, it was oaky to continue therapy.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. They initiated hypothermia about an hour ago using arctic sun device. They got alarm 3 (water reservoir empty). Therapy was running again now, but wanted to make sure they do not need to change devices. Asked nurse if the device lost power, or if they needed to turn it off to move the patient. They denied losing power. Directed nurse to the event log. They stated that they received alarm 14 (patient temperature probe out of range) at initiation when they were setting everything up. Therapy ran for about an hour then they got alarm 3 (water reservoir low), and about 10 minutes later they got alarm 80 (non-recoverable system error, control processor unable to detect a simulated water temperature fault). Water reservoir level 2. Therapy running. Suggested continuing to monitor the device if alarm 80 continues to sound, send device to biomed. Otherwise, it was oaky to continue therapy. Per follow up information received via task on 17jun2025, spoke with nurse who stated therapy completed after troubleshooting with the helpline. The alarm 14 stopped shortly after starting therapy. The low reservoir alerts were caused by the nurses disconnecting the pad tubing to shift the patient for a drain bag exchange. Once the exchange was completed and the pads readjusted, no further issues and they did not fill the device at this time. A biomed did come to fill the device after therapy completed, but denied repair or evaluation of the device as it has remained in service. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product a review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Based on the results of this investigation, no additional actions are required. Corrections: d, e. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they initiated hypothermia about an hour ago using arctic sun device. They got alarm 3 (water reservoir empty). Therapy was running again now, but wanted to make sure they do not need to change devices. Asked nurse if the device lost power, or if they needed to turn it off to move the patient. They denied losing power. Directed nurse to the event log. They stated that they received alarm 14 (patient temperature probe out of range) at initiation when they were setting everything up. Therapy ran for about an hour then they got alarm 3 (water reservoir low), and about 10 minutes later they got alarm 80 (non-recoverable system error, control processor unable to detect a simulated water temperature fault). Water reservoir level 2. Therapy running. Suggested continuing to monitor the device if alarm 80 continues to sound, send device to biomed. Otherwise, it was oaky to continue therapy. Per follow up information received via task on 17jun2025, spoke with nurse who stated therapy completed after troubleshooting with the helpline. The alarm 14 stopped shortly after starting therapy. The low reservoir alerts were caused by the nurses disconnecting the pad tubing to shift the patient for a drain bag exchange. Once the exchange was completed and the pads readjusted, no further issues and they did not fill the device at this time. A biomed did come to fill the device after therapy completed, but denied repair or evaluation of the device as it has remained in service.